Event description:
On (B)(6) 2014, the lay-user/reporter contacted lifescan (lfs) USA, alleging that the onetouch verioiq meter is damage. The complaint was classified based on the customer care advocate (cca) documentation. The casing on the subject meter was shattered. The patient did not have any symptoms that would suggest the patient had acute complication of diabetes due to the reported issue. The patient reportedly had insulin treatment from her daughter 3 weeks ago and was tested on another meter at ¿290 mg/dl.¿ in addition, the reporter indicated that the patient¿s blood glucose was ¿low¿ because she was unable to test her blood glucose. The casing issue was not resolved during troubleshooting. The lfs product was replaced. This complaint is being reported due to the alleged damaged casing issue. In addition, the patient reportedly had low blood glucose due to the alleged issue.